Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were performed. The reported problem was unable to be verified or duplicated. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the problem of the pump is the occlusion downstream at the time of purging. The pump and the consumable have been changed. There was patient involvement and no patient harm.